Manufacturer narrative:
According to the hosp, no adverse clinical effect occurred for the pt in question. Although, there has been no pt or user injury at this hosp nor reported by any other hosp, it cannot be concluded if the hardware failure actually contributed to the event. In the unlikely case, the hardware failure remains undetected by the user, a potential risk to pt health could not be excluded. Corrective and preventive actions: since there is no indication of a systematic error or any general quality or performance issue of the brainlab device regarding this specific issue, this specific situation is to be regarded as an isolated case. There are no further corrective and preventive actions intended by brainlab at this point of time.

Event description:
The brainlab radiolucent spine reference clamp, that was used in combination with a brainlab image guided surgery system, broke during a spine surgery. During the surgery, the user recognized that the clamp was broken and replaced it with another brainlab reference clamp. According to the hospital, 2 screws have been placed with a less than ideal angle into the vertebra and their position has been corrected during the same surgery.